Event description:
It was reported that patient was revised on a right hip. All components revised due to deep joint infection. Operative notes and x-rays have been requested.

Manufacturer narrative:
An event regarding infection involving a trident 0 deg x3 insert 32mm head was reported. The event was confirmed. Device evaluation not be performed as no items associated with the event were returned or made available for evaluation. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined. Per clinical consultant, there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this post-operative infection in the right total hip arthroplasty of this patient. A trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient was revised on a right hip. All components revised due to deep joint infection. Operative notes and x-rays have been requested.

Manufacturer narrative:
Additional devices listed in this report:cat 6260-9-032 32mm-4 lfit v40 head lot code 41520405.cat 6721-0435 size 4 accolade ii 127 deg lot code 40650901. Cat 502-03-52d primary tritanium hemo cluster hole cup 52mm lot code mlrrtp.cat 2030-6530-1 6.5 cancellous bone screw 30mm lot code mln038.cat 2030-6525-1 6.5 cancellous bone screw 25mm lot code mlk2yd.cat 2030-6525-1 6.5 cancellous bone screw 25mm lot code mlmn5h.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.